Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately a month post filter deployment, CT revealed thrombus was seen in the ivc, starting above the ivc filter and extending down into the bilateral common, internal, and external iliac veins. Thrombus was also seen within the bilateral common femoral veins. Five days later, CT revealed extensive ivc thrombus starting within the ivc graft and continuing into the internal and external iliac veins as well as the bilateral common femoral veins. Thrombus extended above the ivc filter. A month later, patient was presented with abdominal pain. Subsequent CT revealed, ivc filter projects at the level of l3. Approximately one year later, CT revealed there was an ivc graft of the infra renal ivc with an ivc filter within the mid graft. Stable appearance of the thrombus within the infra renal ivc graft and ivc filter. Eventually six months later, patient presented with lower quadrant abdominal pain. Subsequent CT revealed, stable appearance of ivc graft with ivc filter with numerous venous collaterals. Echogenicity was noted along the wall of bilateral upper femoral vein which are present was a chronic clot and acute deep venous thrombosis in the left common femoral and popliteal vein. Approximately five years later, patient presented with significant pain in both legs. Subsequent CT revealed, non-occlusive thrombus identified in the bilateral femoral and popliteal veins with partial compression and flow. However, no device deficiencies were identified in the provided medical records. Therefore, the investigation is inconclusive for the alleged perforation of the ivc as no objective evidence has been provided to confirm any alleged deficiency with the filter. Additionally, it can be confirmed that the patient experienced thrombus above the filter post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter perforated the ivc. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.